Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was over 600 mg/dl. Customer treated for high blood glucose with manual injection. The customer was treated with intravenous insulin drip at the hospital. The customer¿s blood glucose reading when admitted to hospital was 158 mg/dl. Customer was experienced vomiting. The insulin pump will not be returned for analysis.